Event description:
Pt had been to the bathroom in his rolling seat that fits over the commode. He was coming out of the bathroom when one side of the chair made of tubular steel broke and slipped part way apart. The pt was afraid to try to get to his wheelchair in another room due to the instability of his commode seat and the fear of falling. He called the home health agency and 911 to come to assist him back into his wheelchair from the broken seat. He had remained in the same spot where the chair broke, because he was afraid that it would collapse and he would fall. No injury was seen. This commode chair (rolling) had been bought at a yard sale a number of years ago, and was apparently modified and partially home made. It had been repaired in the past since the pt has owned it. The side tubular steel broke where a soldered repair had been done.